Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the console displayed an e5 error. It was determined that this condition is caused by using a bad motor with the console device and corrupting the circuit board. The assignable root cause was determined to be component damage caused by user error, abuse, and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a surgical procedure of the spine it was observed that the console device was displaying e5 and e8 error codes. It was reported that there was a 10 minute delay due to the event as an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.